Event description:
Additional information revealed that the pain has resolved at the ipg site.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient was having pain at the pocket site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced and repositioned. Pain has not yet resolved following surgery.